Event description:
It was reported that a patient experienced overdose symptoms, specifically nausea. The event occurred postoperatively. The pump rema ins implanted and in service. There was no alleged product issue. The patient was asked to discontinue taking oral baclofen as prescribed and take only as needed (prn). The patient was alive with no injury. The pump was used to infuse baclofen (lioresal). No intervention or outcome was reported. Follow up was conducted but additional information had not been received at the time of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2015 (B)(6); product type catheter. (B)(4).